Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an unspecified malfunction occurred. Customer's blood glucose level was not impacted. During troubleshooting with tandem technical support, the malfunction was cleared and insulin delivery was able to be resumed.